Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Return of this device is anticipated. Without product return, review is limited, and no definitive conclusions can be drawn at this time. Conclusion: no definitive conclusions can be drawn at this time concerning the event. Return of the device is anticipated. Upon receipt, analysis will be performed. Upon completion of the analysis, a supplemental report will be submitted. No adverse patient effects were reported.

Event description:
Medtronic received information that one of the suction pods of this tissue stabilizer broke off during the surgical procedure, as the surgeon was placing the suction pods on the patient's heart. The product was removed. No adverse patient effects were reported.